Event description:
It was reported that the patient had an overstimulation sensation. The patient was set at 1.10v at the hospital and 1 week after they were implanted they had their follow-up appointment with their health care provider (hcp) and they increased the stimulation to 1.15v. It was noted that the patient felt the stimulation got stronger every day, was too high, and the patient was having their toes curl. The patient stayed at 1.15v for 1 month thinking their body would adjust to the feeling of stimulation and even though it was too strong the patient had a good control of their urinary symptoms. It was reported that a week ago the patient turned stimulation down to 1.10v but at this stimulation level the patient was having leakage. The patient sometimes felt more stimulation when they sat down. It was reported that the patient recently had a mammogram 10 days ago and the results of the mammogram were abnormal. The patient did not turn their stimulation off and noticed that they started experiencing leakage after they came home from the mammogram. It was reported that the patient attempted to contact their manufacturer representative yesterday but they were busy and did not return the patient¿s call. It was noted that the patient wanted assistance with changing a program and changed from program 3 to program 4. The patient increased stimulation to 1.7v and felt stimulation and it was in the right location and was comfortable.

Manufacturer narrative:
Product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).